Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no fluid ingress found due to the liquid spill on the station. A field service engineer identified a small water spill on the exterior of the unit, located away from all electronic components. The spill was contained promptly, with no residual liquid found on the station or near any electronics. Hardware test application (hta) tests were performed and confirmed that all functions were operating normally. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer accidentally spilled coffee on the tower door. The customer stated that the spill was limited to the tower door only and did not impact the main station or computer components. There were no delay or adverse events or injuries reported based on this event.